Event description:
The customer originally reported that the device was difficult to open. Upon receipt for investigation on (B)(6) 2015, it was noted that a portion of the knife blade approximately 0.02 x 0.05 inches from the leading edge of the blade was missing, not returned with the device.

Manufacturer narrative:
(B)(4). Visual inspection noted excessive dried blood in the jaws and along the knife track. The blade was inspected under magnification and severe damage to the blade was found. A piece of the blade measuring approximately 0.02 x 0.05 inches was found to be broken from the leading edge of the blade. The broken piece was not returned with the device. The damage appeared as if the user inadvertently cut on a hard object, such as a staple. The investigation identified the root cause of the reported event to be mishandling by the user. The IFU states, do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur.